Manufacturer narrative:
This medwatch is submitted to send the initial and the result of the investigation. Product has not returned to the manufacturer. No visual examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the lack of information provided, the product history records, the review of the case with supplier, team in us and product range manager and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information couldn't put in evidence the root cause of this event. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown. If additional information is provided, the case will be reopened. Device not returned.

Event description:
Mobi-c p&f us : missing implant in packaging. According to the reporter: implant box have been opened for a surgery, however the implant was missing from the box. The only thing in the box was the IFU and nothing else. The plastic wrapper around the box was loose however it was still completely intact and sealed around the entire package. The implant was loaner from mbkit461. No patient complications, as we had a second backup implant (of the same size) in the kit. No delay. Additional information has been provided on (B)(6) 2018 : sales order have been provided : same size has been used. Review with us have been done at mmo. Mmo has been visited and the team has discussed about inspection process and the possibility of an empty box making its way through their process. No issue have been reported. Examination of a couple kit have been done and everything looked acceptable. Review of supplier's DHR have been done. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Multiple inspections have been also already set up to avoid this kind of issue.